Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to excessive rotating stress from attaching irrigation plug, maj-891, which increased rattling of the biopsy port. The event can be prevented by following the instructions for use: "IFU: cyf-5/5r operation manual chapter 3 preparation and inspection_ 3.3 inspection of the endoscope_ inspection of the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the biopsy port was loose. It was also observed that the biopsy channel was leaking. Additionally, the body control unit had water invasion, stain or corrosion. Upon further inspection, it was observed that the grip unit was worn out. It was also observed that the bending angle in the up and down direction did not meet the standard value due to wear of the angle wire. Also, the play of the up and down knob was out of the standard value due to wear of the angle wire. Lastly, it was observed that the adhesive of the bending section cover was detached. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the oes cystonephrofiberscope biopsy port was loose, the light connector was attached and difficult to remove and the scope failed a leak test. The reported issues were uncovered during reprocessing and decontamination post procedure. There was no patient/user harm or injury reported due to the event.